Event description:
The customer reports a non-specific issue. The unit was sent to a covidien service ctr for repair. Upon triage, a service tech found a damaged power cord exposing internal copper wires.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.